Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l5-s1 spinal root decompression. In 2000, the patient presented with a recurrent disc herniation which was moderate in intensity. 3.5 weeks later, the patient underwent a revision l5-s1 microdiscectomy. The event resolved with treatment (surgery). The investigator classified this event as unrelated to adcon-l. The investigator noted "idiosyncratic effect" as a possible explanation for the event.